Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received a 2.5 x 18mm resolute onyx in the distal rca and another 3.0 x 12 resolute onyx in the proximal rca. The physician intended to use another resolute onyx drug eluting stent device. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. The physician attempted to deliver the 2.5 x 30mm resolute onyx which did not cross to the mid rca. The lesion had severe tortuosity and moderate calcification. Resistance was encountered when advancing the device. Excessive force was not used during delivery of the device. The physician lost wire position. The wire and 2.5 x 30mm resolute onyx were removed from the patient. The physician placed a non-mdt support wire down the rca with a 6fr non-mdt guideliner introduced for support. The 2.5 x 30mm resolute onyx was then reintroduced and was not delivering past the proximal stent. It was believed that the support wire was delivered underneath the proximal stent strut which would not allow the 2.5 x 30mm resolute onyx to pass through. The physician removed the wire, guideliner, stent and guide catheter all at once without removing them individually one by one. Outside the body there was potential excessive force used and pulled in different directions to separate the wire, guideline and stent from each other. It was then noticed that the wire had protruded out of the rx lumen of the 2.5 x 30mm resolute onyx. However, the stent has no damage and is still crimped on the stent delivery balloon. The physician then placed guide position back in the rca and delivered a 2.5 x 15 mm resolute onyx and a 3.0 x 22mm resolute onyx into the mid rca over a new wire. Successful case with no patient injury reported.

Manufacturer narrative:
Evaluation summary: no damage was evident to the stent during visual inspection. No deformation was apparent to the distal tip. No damage was visible along the catheter during visual analysis. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.